Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited an impedance anomaly and was found to be fractured. The lead was capped. The patient was stable during and after the procedure.